Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a magnetic resonance imaging (MRI), it was noted that the cardiac resynchronization therapy defibrillator (crt-d) exhibited an electrical reset. The crt-d was reprogramed and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.